Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Reliability laboratory technician, not applicable. - st. Jude medical (B)(4) reliability laboratory. No complaint was received with return of the device. Failure (event) observed during analysis. Analysis found that only 53.6 cm of distal portion of the lead was returned. Proximal insulation abrasion was noted at 16.0 cm to 17.4 cm from the distal end; the abrasion is consistent with that of exposure to friction with another implantable device.